Event description:
The dealer alleges a home hlth aid hurt her back and the consumer broke their hip while using a pt lift.

Manufacturer narrative:
Manufacturer was notified by the dealer that a home health aid hurt her back, and broke a users hip while using a pt lift. The distributor inspected the lift and determined that a user error caused the event. The lift remain in use at the user's home. The dealer retained the aids on how to properly use the product. MDR filed based on alleged serious injury.